Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation and the reported symptom codes were confirmed. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated; however, the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short on the transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process related to the reported symptom code(s). In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported there was a screen brightness problem of a patient¿s liberty select cycler during preparation for their peritoneal dialysis (pd) treatment. The screen brightness was set to ten; however, the screen remained dim. The technical support representative issued a replacement cycler and advised the patient to discontinue use until the new cycler arrives and to notify their peritoneal dialysis registered nurse (pdrn) of the event. It was reported that an alternate treatment option was available; however, the patient intends to continue use until the replacement cycler arrives. There were no adverse events or medical intervention indicated from the reported event. Should additional information become available, the file will be reassessed and updated accordingly. Upon physical evaluation of the cycler by the manufacturer, there was evidence of an internal short which was identified on the transformer on the inverter board.